Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: vena cava filter was placed infrarenal due to high risk of pulmonary embolism. Approximately four years nine months post filter deployment, patient presented to the emergency room post motor vehicle accident. CT of the spine showed the filter extending out of inferior vena cava. Patient was without abdominal pain. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the medical records provided, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient because of high risk for pulmonary embolism and in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter was extending out of the inferior vena cava and filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.